Manufacturer narrative:
(B)(4). The customer returned one 3-l catheter for analysis. Signs of use in the form of dried biological material were observed on the catheter and inside the extension lines. Visual inspection of the catheter revealed both suture wings were torn. No other defects or anomalies were observed. None of the luer hubs were observed to be loose or have separated from the extension lines. No holes or cuts were observed on any of the extension lines or the catheter body. The catheter length measured 166 mm, which is within the specifications of 157-177 mm per product drawing. The distal extension line outer diameter measured 0.08639", which is within the specifications of 0.084"-0.088" per product drawing. The distal extension line inner diameter measured 0.057", which is within the specifications of 0.055"-0.059" per product drawing. The medial extension line outer diameter measured 0.08742", which is within the specifications of 0.084"-0.088" per product drawing. The medial extension line inner diameter measured 0.057", which is within the specifications of 0.055"-0.059" per product drawing. The proximal extension line outer diameter measured 0.08564", which is within the specifications of 0.084"-0.088" per product drawing. The proximal extension line inner diameter measured 0.059", which is within the specifications of 0.055"-0.059" per product drawing. Functional inspection of the catheter was performed per the product instructions for use (IFU) which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Each lumen was flushed using a lab inventory 10ml syringe. All lumens flushed normally. No leaks or blockages were observed while flushing any of the extension lines. A manual tug test confirmed all luer hubs were secured to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line/luer hub separation could not be confirmed through complaint investigation of the returned sample. Visual inspection revealed all luer hubs were present and secured to their respective extension lines. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported on 13jul2022, the female luer lock hub on the end of the lumen came off. The lumen had to be clamped and the catheter was replaced. No medical intervention was reported, and there was no patient injury or consequence reported. The patient's current condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported on (B)(6) 2022, the female luer lock hub on the end of the lumen came off. The lumen had to be clamped and the catheter was replaced. No medical intervention was reported, and there was no patient injury or consequence reported. The patient's current condition is reported as fine.